Event description:
The surgeon implanted a collamer lens model cc4204bf and was removed without pt injury. The surgeon decided to use a 3-piece lens and there was no product malfunction. The model and lot numbers of the cartridge and injector used in surgery are unknown.